Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 501:320:654:0000 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective keypad with a faulty on/off soft key. The front bezel was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional information: a service history review revealed no previous service events were related to the reported condition. This condition is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 501:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.